Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k202 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k202 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit was not returned. The provided photographs verify a blood leak from the y-connector in the pump tubing organizer (pto). The leak appears to be coming from the location where the yellow stripe tubing is bonded to the y-connector. A material trace of the y-connectors and tubing used to build kit lot k202 found one related non-conformance. The related non-conformance was associated with y-connector lot # 1000835 which involved a leak identified at the same location during finished product release testing for a different kit lot. A review of all pto leaks documented in mallinckrodt's electronic complaint database did not identify any similar occurrences for kit lot k202. A device history record review for kit lot k202 did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the pto leak was most likely due to a weak solvent bond or due to a sink in the y-connector bond socket; however, a definitive root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported at the beginning of the treatment they observed a blood leak in the pto. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was stable and started a new ecp treatment with a new kit. The customer discarded the kit and returned photographs for investigation.